Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta mesh system. She has suffered pain, dyspareunia and additional procedures to correct this. Diagnosis or reason for use: pelvic organ prolapse.